Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "plate rupture without reported trauma. Found in emergency room. Additional medical procedure."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the returned plate found completely broken and only one portion was returned for investigation. Microscopic images of the broken surface show the lines of crest which indicates that the plate has broken in a fatigued manner due to overloading under longer durations. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation it was determined that the plate broke in a fatigue manner possibly due to overloading. Since no patient medical records and other relevant information are available, an exact root cause could not be determined. If more information is provided, the case will be reassessed.

Event description:
As reported: "plate rupture without reported trauma. Found in emergency room. Additional medical procedure."